Manufacturer narrative:
Although the smartfreeze console was not returned, a field engineer was dispatched to the site to examine the device. Per the results of this workorder, the console passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the examined console that could have caused or contributed to the problem recognizing catheters that was seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the catheter recognition issue, and thus the ultimate reason the procedure was cancelled, could not be determined.

Event description:
It was reported that during preparation a cryo ablation procedure using a smartfreeze console the console would not recognize two balloon catheters, the procedure was cancelled as the issue could not be resolved during the procedure. On (B)(6) 2023 they were unable to have catheters recognized by the console. They first disconnected the cables and reconnected them and then restarted the console multiple times. They were not able to get the console to recognize the catheters. The procedure was cancelled with no patient complications due to this issue. On (B)(6) 2023 a field service engineer visited the site and was unable to replicate the issue, both catheters were connected to the console and recognized by the system. The console is not expected to be returned as no issue was found and it will be retained for use by the site.

Event description:
It was reported that during preparation a cryoablation procedure using a smartfreeze console the console would not recognize two balloon catheters. They first disconnected the cables and reconnected them and then restarted the console multiple times. The procedure was cancelled as the issue could not be resolved during the procedure. This event is being reported for aborted/cancelled procedure with a patient under sedation. Two days later a field service engineer visited the site and was unable to replicate the issue, both catheters were connected to the console and recognized by the system. The console is not expected to be returned as no issue was found and it will be retained for use by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.